Manufacturer narrative:
Customer complained about moisture damage/pool, pump error and crack at the back of the insulin pump found on the event date (B)(6) 2021. Device perform visual inspection and insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. Device history was download successfully. Device found pump error 53 alarm at the device history files. (B)(6) 2021 11:00:01.000 fault number = software error (53) line number = 0 file number = 1. However, unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to intermittent button response due to corroded keypad flex and electronic assembly. Device was cut/open and inspected and corroded/moisture damage at electronic assembly. Device received with critical pump error (open book) and pump error 53 alarm due to hardware issue. Confirmed critical pump error (open book) and confirmed moisture damage and cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image error alarm. Customer reported that their insulin pump stopped working. Customer was at the beach in the pool and insulin pump started alerting with a picture of a manual and an arrow. Customer took the battery out and insulin pump stopped beeping. Customer stated insulin pump was cracked and it got wet. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.